Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed an air in line test. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause was determined to be an out of calibration air in line printed circuit board (ail pcb). To correct this condition, the ail pcb was recalibrated. If any additional information is received, a follow up MDR will be sent.